Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain, scraping, loosening, damage to surrounding bone, elevated cobalt levels in her blood stream and reduced mobility as a result of the implanted asr hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/16/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. Part/lot for cup was identified. Invoice was located. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/13/2014.